Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Health effect - impact codes was f27 should be f26 the device was received for evaluation. Visual inspection found external influence with physical damage to the screen that contributed to the reported condition. During functional testing, blank screen was confirmed as distorted display. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The display requires replacement to address this issue. The device malfunction distorted display issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.